Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when reviewing the pump data logs, the logs showed two bolus overrides on (B)(6) 2017. Reportedly, the contact confirmed with the customer, and the customer did not deliver two 15 unit bolus requests; however, the pump history showed two 15 unit bolus requests. Subsequently, the contact stated that the customer's blood glucose (bg) level would have been impacted if the boluses had been delivered, but the customer's bg levels have not been adversely impacted and were "normal". Review of the pump data logs show that the user unlocked the pump screen and proceeded with programming a bolus request of 15 units, then, the user did a bolus override and delivered the bolus on both occasions. Upon relaying the information, the contact stated that the customer denied requesting bolus boluses, and will confirm again with the customer. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event.